Manufacturer narrative:
Date of event: the peritonitis occurred on an unknown date in (B)(6) 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis. Pd therapy was discontinued and the patient was switched to hemodialysis. The cause, treatment, hospitalization and patient outcome were not reported. No additional information is available.